Event description:
Table jammed with pt on it. Pt was removed. Clinical engineer crawled under the table to see why it jammed, the table fell on him. It did not fall all the way to the floor, there was enough space for the engineer to get out.